Event description:
It was reported that an external pulse generator may have a broken connector. It is unknown if the customer is going to return the device to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).